Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s report of lines in image¿ was confirmed due to worn out video pins. In addition, the unit was equipped with outdated software and old version switch. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, lines (horizontal/vertical/diagonal) were observed in the image. The customer reported this occurred with multiple hand pieces. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause for the lines in the images is due to the electrical connection becoming unstable due to pin attrition on the video connectors. The pin attrition caused the image signal from the scope to not transmit accurately to the video processors. Olympus will continue to monitor complaints for this device.